Event description:
A healthcare worker complained of sterrad 100s unit door closed on the user's hand. The safety sensors of the 100s unit door did not reverse when obstructed. The customer reported that the door closed without the user depressing the closed-door button located on the control panel. The worker had to have her hand bandaged and her arm was in a sling. There was no report of fracture. The worker is expected to be released back on regular duty as soon as her hand is healed.